Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. The product was released with a completed and reviewed device history record under the abiomed quality system. Damage to the iliac artery occurred upon removal of the impella. The md noted the relationship to the impella to be unknown, and there is no evidence or imaging provided to suggest impella damaged the iliac artery. Thus, this event is unrelated.

Event description:
The complainant reported an asian patient had impella cp pump inserted. The patient's blood vessel was damage during removal, as a result ten (10) units of blood transfusion was given, and a beyer-byrne stent graft was used.

Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The investigation into the infection/sepsis has been completed. The infection/sepsis was determined to be unknown/unrelated to the impella. The impella device was confirmed to have been sterilized under validated conditions. The investigation into the bleeding/hematoma determined the cause of the patient injury was patient condition and the relationship to the impella was determined to be unrelated. The cause of the sepsis and access site bleeding were determined to be related to the patient¿s condition and unrelated to the device, which did not fail to meet specifications. The investigation into the sepsis and access site bleeding with hematoma determined the product did not fail to meet specifications and the issues were unrelated to the device. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. As noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was reported on that the patient experienced access site bleeding with hematoma at an unspecified location. Additionally, reportedly the patient also experienced sepsis from an access site infection. The patient remained on impella support and was successfully weaned.